Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to a company representative that they removed a unit from service because a surgeon does not believe the auto gas fill is working. She advised that here was a patient where the gas bubble did not remain in the eye as the gas dissipated faster than it should have. The patient required an additional procedure. This is second of two reports for this facility.